Event description:
On (B) (6) 2010, iabp placed in cvl via right femoral artery. Location of the pump just distal to the aortic arch and above the renal arteries verified via fluoroscopy and pump sutured into place. Placement without complications. On (B) (6) 2010, 2200 iabp pump alarming blood in line. Machine went into standby mode. Pt stable and to cvk for balloon pump exchange. MFR rep/tech evaluated device on site on (B) (6) 2010 and found blood in tubing of device. This was repaired/replaced on (B) (6) 2010. It appears device alarmed and went into standby as designed.